Manufacturer narrative:
Updated fields: d4, d8, d9, g6, h1, h2, h3 h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation. Device history record (DHR) - the product code 823162 with lot 6644941 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at setting 120mmh2o. The valve was visually inspected: no defect noted. The valve passed the test for leak, reflux, and siphonguard. The valve failed the test for programming and occlusion. The catheter was tested, and no occlusion was noted. The pressure test could not be performed as valve could not be programmed. Biologicals debris were observed on the ruby ball, spring and motor. Root cause -the root cause for the reported issue and programming issue is due to biological debris and protein build up interfering with the valve in view of the biological debris found during the investigation.

Event description:
N/a.

Event description:
A facility reported a hakim valve (ID 823162) was implanted due to congenital hydrocephalus via ventriculo-peritoneal (vp) shunt on an unknown date with an unknown setting. On (B)(6) 2025, the device was explanted and replaced with a new device due to shunt dysfunction. The patient recovered. According to information provided, the valve failure is unknown. It is also unknown if the patient presented with signs and symptoms of valve malfunction.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.